Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 45 mg/dl; cause was not known. Customer went to the emergency room and was treated with carbohydrates/sugar. After 12 hours, customer left emergency room (ER) in "normal condition". Bg level could not be recalled.

Manufacturer narrative:
Quality engineering reviewed pump data and found that low blood glucose was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)/2018. The pump was not unlocked from 10:33 pm on (B)(6)//2018 until 1:33pm on (B)(6)//2018 when the user cleared an auto-off alarm and resumed insulin. There were no erratic basal rate adjustments or bolus deliveries prior to the date of the reported bg event.compliant could not be confirmed. There is no evidence of a pump malfunction or failure.